Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023 explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) representative regarding patient with an implantable neurostimulator (ins). The reason for call was the caller mentioned the pt needed a MRI because the patient had several strokes in the past. They didn't know what to do. Patient mentioned that they stopped using the ins 6-7 months ago and were asking if they were good to go with the MRI since the ins was off. Caller mentioned that the patient fell and broke 6-8 wires of the implant and stopped using it then. Their doctor didn't want to take out the ins because the patient were getting more strokes. During the call agent advised the patient to recharge the controller first and once done recharge their ins. Agent reviewed passive recharge to the patient. Caller will recharge the controller first and will attempt to recharge the ins. The issue was not resolved. The patient was redirected to their healthcare provider to follow up if they couldn't recharge the ins due to broken wires to further address the issue.

Event description:
The patient reported they went to the hcp office and met with their hcp and a rep, and they told the patient they had broken 'rods' but the doctor would not operate to fix them because of the patient's strokes. No additional information provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.